Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device had episodes that did not deliver the full energy and did not terminate the rhythm. The device has been replaced and no further patient complications have been reported as a result of this event.